Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two pieces. Externalized conductors due to internal insulation abrasions and explant damages were noted at 7.7 cm to 10.1 cm and 16.4 cm to 19.6 cm from the distal tip. Etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion and explant damage was noted at 10.9 cm to 15.5 cm from the distal tip. Etfe coatings were damaged consistent with explant process. External insulation abrasions were noted at 31.3 cm to 32.2 cm, 38.4 cm to 39.1 cm, 32.5 cm to 33.1 cm and 34.2 cm to 34.6 cm consistent with friction to another device or feature of the heart. This is consistent with the reported event of insulation abrasion.

Event description:
New information received notes that the patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead testing, high pacing lead impedance and high capture threshold was noted. The patient was non-dependent and asymptomatic. Externalized conductors were observed on the lead. The patient presented to clinic for lead revision. Prior to opening the pocket, a venogram was performed and subclavian occlusion and no access was noted. The physician decided to turn-off the hv therapy as the patient is not pacer dependent. Patient will continue to be monitored with routine follow-ups by the physician. Based on the review of the diagnostic views provided to st. Jude medical, the conductors appear to be externalized.